Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a burning smell and smoke emitted from the dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site twice. During these visits, the cse inspected the electrical components and determined that the power supply overheated due to overheating dust occluding power supply cooling fans. The cse resolved the issue by replacing the power supply and cleaning up the excess dust from the instrument's electrical cabinet. The cse also discarded the old reagents, quality controls, and calibrators and loaded new reagents. The cse was able to successfully power on the instrument, and the customer successfully operated the instrument by performing qc and any necessary calibrations. The excess dust found in the instrument's electrical cabinet, which includes the power supply, occluded the power supply fans and caused the power supply to overheat. The cause of the burning smell and smoke can be attributed to the overheating power supply. This is a ul listed instrument, and therefore, this instrument is manufactured with materials which would not lead to an open flame. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that smoke and a burning smell emitted from a dimension vista 1500 instrument. The customer powered down the instrument and their hospital maintenance personnel confirmed that there were no active sparks or flames. The customer indicated that there was no delay to patient testing as there were other instruments available to process patient samples at the time of the event. Additionally, there was no damage to other lab equipment. There are no known reports of adverse health consequences due to this event.